Event description:
It has been reported to philips that the wireless footswitch did connect to the allura system. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
When this complaint was initially reported, it was erroneously stated that the wireless footswitch did connect to the allura system. This was a typo. The wireless footswitch did not connect to the allura system. Philips has investigated this complaint. According to the information collected, the issue occurred during a planned procedure. The procedure was completed using the wired footswitch. The customer continues to use the wired footswitch. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Philips has attempted to obtain patient information, but the customer was unable to provide it. Corrected data: event description was corrected.

Event description:
It has been reported to philips that the wireless footswitch did connect to the allura system. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.